Event description:
Name of procedure: lap duodenal switch. The rep was not present for the procedure, which was a laparoscopy duodental switch. Limited information available. From the very first cut, the scissors were dull and would there was difficulty cutting the adhesions. The surgeon continued to use the same cb040 to complete the case. The patient had prior surgery. There was no patient injury. The product was discarded after the case and are not available for return.the rep reminded the facility to keep product in the future to return for evaluation. Patient status: no patient injury. Type of intervention: completed the case with the same device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap duodenal switch. The rep was not present for the procedure, which was a laparoscopy duodenal switch. Limited information available. From the very first cut, the scissors were dull and would there was difficulty cutting the adhesions. The surgeon continued to use the same cb040 to complete the case. The patient had prior surgery. There was no patient injury. The product was discarded after the case and are not available for return. Patient status: no patient injury. Type of intervention: completed the case with the same device.